Event description:
This pt resented with status/post right total knee arthroplasty displaying decreased range of motion, pain on ambulation and with activities of daily living. He underwent a revision of the right total knee arthroplasty and intraoperatively the tibial insert was found to be broken. This was removed and replaced. There was no history of trauma to the knee, etc. The pathology report indicated the tibial insert was in two portions.